Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ horrible pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach hurts 24/7"), abdominal distension ("look so pregnant/horrible pregnant looking stomach/bloated"), cyst ("cysts"), allergy to metals ("developed a nickel allergy"), pruritus ("itchy"), arthralgia ("hip pain") and acne ("horrible acne") and was found to have weight increased ("gained about 20 lbs"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain and arthralgia was resolving and the weight increased, abdominal pain upper, abdominal distension, cyst, allergy to metals, pruritus and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, allergy to metals, arthralgia, cyst, pelvic pain, pruritus and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, abdominal pain upper and weight increased, cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: pelvic pain/ horrible pain, developed a nickel allergy, itchy, hip pain , acne were newly added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.